Event description:
Arjo was notified of an event involving enterprise 5000x bed. According to the customer allegation, the backrest was constantly moving up when plugged in. The patient using the bed was palliative and could not be transferred to another bed. No injury was reported. The bed was inspected by an arjo representative. It was found that the patient handset backrest up button was sticking on. The stuck button might have been caused by the external impact. However, the technician did not find any rips or tears in the membrane. The handset was replaced and functions were checked. The bed was restored to full operational condition.

Manufacturer narrative:
The instructions for use for enterprise 5000x bed (746-591-en_17) includes the following information: ¿check patient handset and cable" ¿ weekly. "Failure to carry out these checks or continuing to use the product if a fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents." In summary, the review of complaints and device inspection results indicates that the patient handset button failure (stuck button) found during inspection might have led to the observed unexpected bed movement. The main factor that could lead to the button being stuck might be related excessive external force used. Since it is unknown what caused the damage to the patient handset, the root cause is impossible to confirm. Arjo device failed to meet its specification. The bed was used by a patient at the time of event. This complaint was assessed as reportable due to allegation of unintended bed movement. The device is distributed outside the us and no gudid information exists.